Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a patient via a manufacturer's representative. The patient was receiving 10mg/ml morphine at 2.159mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump was alarming. It was reported that the patient missed two days in february to have their pump refilled. It was reported that the low reservoir alarm date was set to go off on (B)(6) 2018 at 2ml. The patient reported that their pump started to critically alarm at 2pm on (B)(6) 2018. It was reported that based on the flow rate the pump would be empty. It was being considered to cover the patient with oral medication until they can get them to the office since the patient lives further away. It was reported that the patient was nauseated, vomited a couple of days prior, was shake, and had diarrhea. It was reported that the sound was consistent with a pump alarm. It was reported that the patient was in withdrawal. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that as an action/intervention taken to resolve the empty pump, the pump was filled on (B)(6) 2018. The empty pump had been resolved.